Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the introducer did not split properly, it broke on the side instead of peeling in the middle." The issue was identified during insertion of the device, during use on patient. It was reported that the issue did not affect the patient, there was no intervention and the current patient condition is good.

Manufacturer narrative:
(B)(4). The report of a peel-away sheath tearing incorrectly was confirmed through the complaint investigation of the returned sample. The customer returned one peel-away sheath for analysis. Signs-of-use in the form of biological material were observed on the sheath tabs. Visual analysis revealed that one peel-away sheath tab was separated from the extrusion. Despite this, a portion of the proximal end of the peel-away extrusion was still molded to the tab. The point of separation appeared stretched and jagged. It was noted that one score line was completely split down the extrusion. The other blue score line was still attached from the location of the damage to the distal end. The damage on the sheath measured 16 cm from the tab and the sheath length from the sheath tabs to the distal tip measured 2 3/4" via calibrated ruler, which is within the specification limits of 2 5/8" - 2 7/8" per the catheter peel-away product drawing. The sheath outer diameter measured 0.0983" via calibrated micrometer, which is within the specification limits of 0.093 " - 0.099" per the catheter peel-away extrusion product drawing. The sheath inner diameter could not be properly measured as one of the score lines was split. Functional testing was not required as part of this complaint investigation due to the condition of the returned sample. A manual tug test confirmed the remaining tab was fully secured to the sheath body. Additionally, the IFU provided with this kit was reviewed as a part of this complaint investigation. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the introducer did not split properly, it broke on the side instead of peeling in the middle." The issue was identified during insertion of the device, during use on patient. It was reported that the issue did not affect the patient, there was no intervention and the current patient condition is good.